Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown lb screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the product was not returned. Pre-existing conditions with type ii (moderate) bone density was noted on the per. The device had been placed on tooth location #15 (fdi) for approximately 1 month 18 days. X-ray or picture images were not provided. Review of appropriate documentation: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section 'precautions', it is stated that improper technique could cause screw loosening. DHR review could not be performed as the item/lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history could not be performed as the item/lot number of the reported device was not available. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: loosening) or product. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were nonverifiable and the product was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Brand name unknown / not provided. Device product code unknown / not provided . Catalog, lot, UDI number unknown / not provided.

Event description:
It was reported that the patient came to medical office because one of the screws was loose.